Manufacturer narrative:
Siemens' investigation into the reported issued has confirmed that the system worked as specified. Due to a change that has been introduced in rt therapist 4.3.1_mr2 in regard to the handling of relative/absolute table setup, a message about moving components will no longer appear. Therefore, the customer must be aware of a system movement in order to avoid the potential for collision with the patient. The user should perform a dry run in order to confirm clearance prior to patient treatment as described in the user manual. The user can also press the motion stop button to avoid collision. (B)(6)

Event description:
The customer informed siemens on (B)(6) 2015 that there is a problem with automatic table rotation. Rt therapist displays a warning but does not ask whether automatic table rotation should be performed. There is no report of injury or mistreatment to a patient. This reported issue occurred in (B)(6).